Event description:
Additional information received indicates that the scs ipg is inoperable and thus will not communicate with external devices nor provide therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention on their scs ipg for an unknown reason.

Manufacturer narrative:
Patient weight was requested but not provided. Further information is not available at this time. Date of event is estimated. An inoperable implant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.